Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the superior ophthalmic vein using penumbra smart coils (smart coils). During the procedure, the physician placed a smart coil and another coil in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance after advancing the coil approximately 40 centimeters into the microcatheter. Therefore, the physician retracted then re-attempted to advance the smart coil; however, resistance was encountered again at the same place. Therefore, the physician removed the smart coil and the procedure was completed using additional smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.